Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended; however, during each firing sequence the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. This finding is not related to the incident reported. No conclusion could be reached as to what may have caused the reported incident. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked out when firing on the cystic duct. The clip was malformed. The device was opened and removed from the patient. Another device was used to complete the case with no patient consequence.